Event description:
It was reported that the staple was found jamming during function test prior to patient.

Manufacturer narrative:
(B)(4) per DHR the product visistat 35w 6/box lot # 73f1900484 was manufactured on 06/18/2019 a total of (B)(4) pieces. Lot was released on 06/26/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that there were no staples remaining in the device. The red pusher was also missing from the stapler. Since no staples were returned in the device, the sample could not be tested for the reported failure. The device was disassembled for further inspection of the components and no defects or anomalies were observed. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the reported complaint issue could not be confirmed. The reported complaint of "misfire/jamming - staples not firing" was not confirmed based upon the sample received. The device was returned with no staples remaining in the cover block. The red pusher was also missing from the device. Since no staples were returned in the stapler, the sample could not be tested for the reported failure. The device was disassembled for further inspection of the components and no defects or anomalies were observed. Therefore, the reported issue could not be confirmed , and the root cause is undetermined.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the staple was found jamming during function test prior to patient.